Event description:
Patient's indwelling duraflow catheter separated at the venous port junction of the pt's portion of the catheter during dialysis. Alarm sounded on dialysis machine. Pt was unresponsive. Resuscitation was initiated with vital signs present. Ems arrived and took over resuscitation measures and transported the pt to (B) (6) hospital medical center. The facility was notified that the pt was pronounced dead at (B) (6).